Manufacturer narrative:
Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event nor confirm the clinical observation. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes of these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that approximately five (5) years post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to calcification and pannus leading to aortic stenosis (peak gradient - 44.86 mmhg, mean gradient = 29.98 mmhg). A 23mm transcatheter valve was implanted and the patient was listed as discharged.